Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 25 bd alaris smartsite needle-free valves was clogged. The following information was provided by the initial reporter: when the 2000e was pre-flushed, it was found that the channel was blocked.

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however the customer confirmed that the products were connected to a bd 5ml syringe when the occlusion was identified. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion.

Event description:
It was reported that 25 bd alaris smartsite needle-free valves was clogged. The following information was provided by the initial reporter: when the 2000e was pre-flushed, it was found that the channel was blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 17-oct-2022. H6: investigation summary: five 2000e china samples were received without packaging for investigation furthermore the lot number of the complaint sample was reported unknown. The feedback provided by the customer indicates a complete occlusion was detected during use of the smartsite device which was connected to a 5ml bd syringe. A visual inspection of the returned samples did not identify any defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in each instance, the piston of the smartsite opened; no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A CAPA has been initiated.

Event description:
It was reported that 25 bd alaris smartsite needle-free valves was clogged. The following information was provided by the initial reporter: when the 2000e was pre-flushed, it was found that the channel was blocked.